Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: lb4355, implanted: (B)(6) 2003, product type: lead. Product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 15-may-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's battery was depleted and the battery was replaced. During replacement, there were 5 electrodes that had high impedances. It was reported that there may have been high impedances before replacement. The rep re-inserted the lead several times and impedances kept changing. Physician stated rep could not change lead as a paddle lead at time. Rep to program in recovery and see coverage. Issue has been resolved at this time. No further complications were reported/anticipated. No new information. Additional information was received from the manufacturer representative (rep) on 2019-09-10. It was reported the patient was feeling stimulation with the ins off. According to report, the patient is only using the system 28% of the time. The patient claims she is using the system 80% of the time. Report showed that stimulation was used 21% of the time. It was reviewed how to use the programmer to make sure she was using it correctly. The impedances were the same as time of replacement. 0-4 were over 4000. 5-7 are working and the ones being used to get therapy. It was noted that the physician feels the patient has a neuropathy and that they are feeling it down the leg and it has nothing to do with the stimulation. No further complications were reported/anticipated. Information regarding this event was previously reported in regulatory report # 3004209178-2019-16521.